Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7207929.

Event description:
It was reported that the patient was experiencing allergic reaction. Symptoms included inflammation, itching, pain, and redness. The patient was taking antihistamines. The patient subsequently underwent lead pull. The explanted products were discarded by the facility.